Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that this device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that a revision procedure was performed and this device was explanted. No adverse patient effects were reported during the procedure. The device was expected to be returned for analysis.

Event description:
Boston scientific received information that this device, which was included in the low voltage capacitor 2013 product advisory, displayed a message on the remote monitoring system for the advisory. Device memory was reviewed and confirmed the advisory. The data indicated with a high likelihood that there was sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Analysis confirmed that the device should be replaced. To date, no adverse patient effects were reported as a result of this clinical observation.